Event description:
It was reported that the ventilator¿s touchscreen would not calibrate and would not recognize touch. The issue occurred during set up with no delay noted. The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the touchscreen to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
A touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed evidence of a broken connector. An investigation was performed, and the product analysis technician verified the reported touchscreen issue. The root cause was due to physical damage resulted in the broken connector.